Event description:
In 2007, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Post-operatively, limb occlusion was noted in the trunk ipsilateral leg component. A femoral-femoral bypass was successfully performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.